Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# v004479. Product type: lead. (B)(4).

Event description:
It was reported that after the patient had her device explanted (see MFR. Report no. 3004209178-2013-00482), the patient developed an infection and the leads were subsequently explanted. Additional information has been requested, and when received a supplemental report will be submitted. Please refer to manufacturer report # 6000153-2013-00068.

Event description:
Additional information stated the ¿onset/diagnosis of infection¿ occurred on (B)(6) 2013. It was reported a staphylococcus epidermidis culture was obtained from the patient¿s device pocket. It was further reported the patient¿s device pocket was the primary location of the infection. Signs and symptoms of the patient¿s infection were listed as: ¿fever, redness, drainage, pain, pocket erosion, and incisional wound opening.¿ it was noted that perioperative antibiotics were administered to the patient. It was further noted the patient did not have meningitis. The patient was reported to have been administered oral antibiotics and underwent a ¿total device system explant.¿ the total system reported was indicated to have been the pair of leads. The patient¿s outcome was reported as ¿infection resolved.¿ the patient¿s physician noted the patient had their battery explanted (as previously referenced) and their ¿lead with anchor eroded through the skin.¿